Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a sensor fail. The customer's blood glucose reading was unknown. The customer stated that she inserted a sensor but the transmitter did not blink. When the customer pulled the sensor, the electrode was short. The customer received multiple sensor issues in the past few weeks. The customer was assisted with turning the sensor feature on.